Event description:
A falsely elevated rcrp result of 188.3 mg/l was obtained on a pt sample. The result was reported to the physician. A sequential sample was tested and a result of 92.6 mg/l was obtained. The pt was given a lumbar puncture. There was no report of adverse health consequences as a result of the falsely elevated rcrp result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated rcrp result is unk.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elelvated rcrp result is unk. The instrument is performing within specifications.